Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead resulting in high ventricular rate. Diagnostic imaging and isometric tests were performed and revealed no anomalies. The physician elected to monitor the patient at follow-up. The patient was in stable condition.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead resulting in high ventricular rate. Unstable and decreased pacing impedance was also observed on the rv lead. Diagnostic imaging and isometric tests were performed and revealed no anomalies. The physician elected to monitor the patient at follow-up. The patient was in stable condition.